Event description:
While visiting my optometrist, they had samples of contact lens products in boxes on the coffee-table in the waiting area. I was told I could take them with me on my way out. I took a box of clear care plus with hydraglyde that had a travel size lens solution with a lens case in the box. Later when I was packing to leave for a trip, I had already packed my current lens case, but decided to use the travel size bottle in the sample pack for convenience. I pulled out the bottle but did not look at the case since I already had one. When I was on camping trip, I used the solution to store my lenses overnight. I glanced at the bottle and skimmed the directions since there was fine print next to the red cap. I saw that lenses should be soaked for at least 6 hours to allow the solution to neutralize and that lenses should not be rinsed with this solution. I soaked the lenses for longer than 6 hours and did not rinse, however, I missed that the solution could only be used with the proprietary case and assumed that any case would be fine. When I inserted the right lens the next morning, I experienced horrible pain in my right eye. I removed the lens as quickly as I could, although it was difficult to open my eye enough to remove the lens. I washed my eye out with water from our camping water jug for several minutes, but I did not time exactly how long I rinsed. The pain and discomfort lasted for 2 days, improved for 3 days, then I had a headache behind the affected eye for another day one week from the original incident. I experienced no loss of vision or altered vision. I used high doses of ibuprofen to control the pain and inflammation. I discarded those lens and used new ones the next time. Medication administered to or used by the pt: no. When and how was error discovered: horrible burning pain in my eye when I inserted the lens. Pt counseling provided: unk. Reporter's recommendations: I believe this product should be prescription only or at least kept behind the counter at clinics and pharmacies to allow the opportunity for a verbal warning on how to properly use this product. I had not realized how essential it is to use only the proprietary case in order to avoid injury. There is a high risk of this product being used improperly due to its similar appearance to non-toxic solutions. Pts are at risk for serious eye injury from using this solution. I would not have used this product at all if I had been warned that it was not interchangeable with other lens solutions. (B)(4).